Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not terminate insulin therapy. There was no reported impact to customer's blood glucose. Customer declined to provide further information or a follow up from tandem technical support.